Event description:
The physician was treating a male pt who presented with a right ica-t occlusion. The pt had a large thrombus from plaque ruptured in ica territory. The physician began treatment by stenting the cervical carotid. Following no improvement in the flow, due to the large thrombus, it was decided to move forward with a merci embolectomy procedure utilizing a microcatheter 18l and retriever l5. The microcatheter was placed distal to the thrombus and ia-tpa and integrilin were administered. The physician made a first pass with the retriever l5 and the device stretched and un-coiled. No thrombus was retrieved. The physician indicated that the thrombus was "hard as a rock". The physician made a second pass wth the same retriever l5 and retrieved small pieces of thrombus which opened the pca. The physician made a third pass with the same retriever l5. During the pull-back, the retriever stretched and un-coiled. At this point, the retriever tip snapped and the tip was embedded in the large thrombus. The physician indicated that the microcatheter was positioned close to the proximal coil as indicated in instructions for use and applied three counter clockwise torquing revolutions during the retrieval procedure. The physician attempted to retrieve the detached tip using a snare device (not manufactured by concentric medical) and a microcatheter which was placed distal to the thrombus, but was unsuccessful. The physician stopped the procedure. The pt subsequently expired due to massive hemispheric infarct. The physician noted that there were no complications from the retriever l5. No pt injury/adverse clinical sequelae occurred that was directly or indirectly related to the retriever l5 tip fracture or attempts to retrieve the detached distal tip.

Manufacturer narrative:
Device investigator: an investigation was conducted on the returned device and the incident was confirmed. The core fractured proximal to the solder joint that joins the platinum coil to the wire. The core wire diameter was measured at the fracture location. There is no evidence to suggest the core wire diameter did not meet specification. The manufacturing records for the concentric retriever l5 device, lot number 32487, were reviewed and no anomalies were found that are related to this incident.